Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, pin 2 (can h) in the trunk cable connector was bent, preventing proper contact with the monitor connector. The cause of the inability to communicate is the bent pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.